Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of screen was blank and not legible. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated the screen was blank and was not legible. The units failure was detected during maintenance inspection.